Event description:
It was reported that during a procedure using a reflex ultra ptr wand, the metal tip detached while inside the surgical site. The procedure was completed using a backup wand; however, there was a short delay as the surgeon called in a c-arm in order to ensure the metal tip did not remain in the patient. The surgeon is confident that nothing was left inside the patient. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Visual observation confirmed the complaint and the root cause most likely resulted from contact with another device or object. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device such as, ¿contacting metal objects while activating the plasma wand may damage the tip.¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.